Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was given functional testing; this showed the device was functioning as expected. No issues were found with the device alarming during functional testing. No device problems were confirmed.

Event description:
It was reported that the device gave an intermittent "downstream occlusion" alarm. No known adverse effects to patient.

Event description:
Additional information provided indicated that there was no patient involvement when the event occurred.